Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that three-way stopcock of the faradrive steerable sheath was broken. The issue occurred outside the patient during preparation. The procedure was completed using another faradrive sheath. The product is not expected to return for analysis.